Manufacturer narrative:
As the customer did not retain the finished goods lot number therefore the device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report therefore functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that they experienced aspiration issues during unknown number of procedures for the past two weeks. The procedures were completed after replacing the systems and cassettes. No product samples were retained. There was no known harm to the patients. Additional information has been requested.